Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent placement procedure performed on (B)(6), 2010. According to the complainant, the stent deployed as it was being advanced through the scope. The procedure was completed with another flexima biliary stent system. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
A visual evaluation of the returned device revealed the guide catheter was retracted with brown and blue paint bands visible, which would indicate that the stent was deployed. The proximal end of the guide catheter assembly was kinked. The suture was intact (unbroken) at the distal end of the push catheter. The ro marker at the distal end of the push catheter was slightly kinked. The length between suture hole to the distal tip of the push catheter met the specification of 2~3mm. There were no anomalies observed on the suture. The stent was not returned by the customer for evaluation. The findings on the guide catheter indicate the customer may have prematurely deployed the stent during handling/advancing of the device by inadvertently retracting the guide catheter. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot. (B)(4)

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent placement procedure performed on (B)(6), 2010. According to the complainant, the stent deployed as it was being advanced through the scope. The procedure was completed with another flexima biliary stent system. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
(B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)